Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported a tooth chipped while wearing the aligners. Provided information on aligner fit and how it can contribute to pain. Requested additional information and if they have a made a dentist appointment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.